Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose was 326 mg/dl. Customer states this was a past event as she stopped insulin therapy and reverted to back up plan because of no deliveries. Customer resolved issue with a set change and discarded infusion sets and reservoir. Customer was advised that reservoir and infusion sets with longer needles would be replaced. No further information provided.